Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc line was leaking at site, PICC line was removed, fracture evident.